Event description:
Information was received from a consumer (con) receiving fentanyl of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2017 the patient thought that he had overdosed on fentanyl. On (B)(6) 2017 the patient almost had a fentanyl overdose and was in the hospital. At the patient's last pump change three weeks ago, the patient thought they were supposed to get 4 ml and was instead getting 7.3 ml. The patient was to see his healthcare professional (hcp) on (B)(6) 2017. No further complications were expected or anticipated.